Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.984 volts, and the memory locations on the generator indicated that 78.489% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient has been experiencing an increase in seizures and it was unclear if they were due to low battery or the changes in the patient's living environment. The patient was also referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.